Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer alleged that the pump delivered too much insulin. Contact and ambulance staff administered a manual injection and . Multiple attempts were made by tandem technical support to obtain a pump upload to determine if the amount of insulin had been delivered based on the customer's pump settings or if the insulin delivery was requested by the customer; however, the customer declined to upload.